Manufacturer narrative:
Analysis for sc-2316-70, serial # (B)(6). Investigation summary: with all the information, boston scientific concludes that the patient experiencing a lack of pain relief caused by lead migration and high impedances were caused by lead fracture identified during laboratory analysis. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: x ray inspection of the lead revealed that multiple cables were completely broken along the proximal array. The cables were also found to be exposed at the damage site. It appears that excessive mechanical force was exerted onto the lead when it migrated, which resulted in the reported complaint. Labeling review: a product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, lead migration resulting in undesirable changes in stimulation and subsequent pain relief is noted within the dfu as a potential complication associated with the use of the device. Investigation conclusion: with all the available information, boston scientific concludes that the reported event was confirmed. X ray inspection revealed that multiple cables were broken along the proximal array of the lead. It appears that excessive mechanical force was exerted onto the lead when it migrated, resulting in the reported complaint. Therefore, the probable cause for the patient's lack of pain relief caused by lead migration and high impedances were traced to component failure. It was also reported that the lead migrated. A labeling review found that the reported migration is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the most probable cause is known inherent risk of device. Analysis for sc-2316-70, serial # (B)(6). Investigation summary: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Analysis for sc-3400-30, serial # (B)(6). Investigation summary: the returned lead splitter was analyzed, passed all tests performed, and exhibited normal device characteristics. Device history record review a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Investigation conclusion: with all the available information, boston scientific concludes that the reported event was not confirmed with regards to the lead splitter. The lead splitter passed all tests performed and exhibited normal device characteristics therefore, the probable cause for the patient's lack of pain relief caused by lead migration and high impedances cannot be determined as no problem has been detected. Analysis of sc-4316, lot # unknown: a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown.

Event description:
It was reported that the patient was experiencing a lack of pain relief and stimulation coverage in the lower back and hip area. During reprogramming, lower back coverage was unable to be obtained. Impedance measurements showed high impedances on contact a2. X rays performed confirmed migration of the right lead and showed that the clik anchor did not migrate. The patient underwent an explant procedure where the lead, click anchor and lead splitter were removed. The patient now has pain coverage with the new devices and is stable post operatively.

Manufacturer narrative:
Correction to the initial MDR in block a1. Additional suspect medical device component involved in the event: product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(6), batch: (B)(6). Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: unknown.

Event description:
It was reported that the patient was experiencing a lack of pain relief and stimulation coverage in the lower back and hip area. During reprogramming, lower back coverage was unable to be obtained. Impedance measurements showed high impedances on contact a2. X rays performed confirmed migration of the right lead and showed that the clik anchor did not migrate. The patient underwent an explant procedure where the lead, click anchor and lead splitter were removed. The patient now has pain coverage with the new devices and is stable post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-splitters, upn: (B)(4), model: sc-3400-30, serial: unknown, batch: unknown. Product family: scs-linear leads, upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 19217414. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: unknown.

Event description:
It was reported that the patient was experiencing a lack of pain relief and stimulation coverage in the lower back and hip area. During reprogramming, lower back coverage was unable to be obtained. Impedance measurements showed high impedances on contact a2. X rays performed confirmed migration of the right lead and showed that the clik anchor did not migrate. The patient underwent an explant procedure where the lead, click anchor and lead splitter were removed. The patient now has pain coverage with the new devices and is stable post operatively.